Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13079. It was reported, the patient's scs system was not providing adequate therapy. Diagnostics showed high impedances on all lead contacts. X-rays taken revealed no migration had occurred. As a result, the scs system was explanted and replaced on (B)(6) 2019. Effective therapy was restored post-operatively. Issue was resolved. Note: the ipg was electively removed. There were no allegations of deficiency with the device.